Event description:
The customer came into the laboratory and found the axsym analyzer powered off. After powering on, the customer noted a burning smell from inside the instrument and smoke was observed coming from the back of the analyzer. The customer technical advocate provided troubleshooting to the customer including power down, resetting the analyzer, checking cables and power plug. Upon reboot there was no instrument noise and the monitor was blank. Troubleshooting identified a power supply issue. A field service representative was requested. There was no report of injury due to this issue.

Manufacturer narrative:
(B)(4). The field service representative replaced the power supply and performed verification procedures. The instrument was performing per specifications following field service intervention. The axsym system operations manual provides adequate information concerning maintenance procedures, running the analyzer and emergency shutdown procedures. The axsym system has been certified to the appropriate united states, (B)(4) and international safety standards with the objective to ensure the design and methods of construction used provide adequate protection for the operator and surrounding area against electrical shock, burns and excessive heat. A review of quality metrics identified no adverse trends in conjunction with the complaint issue currently under investigation. The power supply was not available for investigation and the cause for the smoke could not be determined with the available information. A deficiency of the axsym system was not identified.